Manufacturer narrative:
H6: 2017 device code clarifier- use after damage. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as a venotomy closure of the right common femoral vein with a prostyle device via an 8f sheath hole after a cardiac ablation procedure. Reportedly, the device was successfully pre-flushed. When inserted in the patient, there was no blood flow observed at the marker lumen; however, the device was still deployed. The plunger did not feel right during retraction, and the suture, along with the formed knot came out. A new prostyle device was used to achieve hemostasis. Additionally, two prostyle device were used successfully in two other access sites (one in each site) without any issues. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The obstruction of flow was not confirmed. The malposition and product quality problem cannot be confirmed as they are related to the procedure and cannot be replicated in a lab environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, when inserted in the patient, there was no blood flow observed at the marker lumen; however, the device was still deployed. It should be noted that the prostyle instructions for use (IFU) states: ¿verify marker lumen patency with saline until saline exits the marker port. Do not use the device if the marker lumen is not patent. The IFU violation likely contributed to the reported difficulties; however, the physician indicated he was aware of the instructions but attempted anyway. The root cause of the reported difficulties and the subsequent treatment are due to the circumstances of the procedure. In this case, the device was successfully flushed prior to insertion, and was not inserted deep enough to achieve mark and proper suturing likely due to patient anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.